Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the customer experienced missing leads and artifact while performing 4 and 12 lead ECG monitoring with a loaner heartstart mrx defibrillator. There was no negative pt impact.